Manufacturer narrative:
Concomitant medical products: 6944-58, lead, implanted: (B)(6) 2010; 459888, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard an alert tone from their cardiac resynchronization therapy defibrillator (crt-d). It was noted the alert was due to magnet interaction and the device remains in use. No patient complications have been reported as a result of this event.